Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in clinic an asymptomatic patient had atrial lead noise. Noise was present in clinic and the device was reprogrammed to ddi mode to prevent inappropriate ams. The patient is stable and will return to clinic in three months.